Event description:
It was reported that a distributor complaint involved damage to the seal at the stem of the device. There was no adverse impact to the customer¿s blood glucose level. Technical support connected the pump, and it started without issues; a cartridge was successfully loaded, and a 5-unit bolus was administered with no alerts or alarms, despite some drips observed at the end of the cartridge tubing. The device is being returned with a replacement provided.